Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A materials manager reported that during an intraocular lens implant procedure, the lens advanced midway into the incision, but would not progress any further. There was patient contact with the product but no patient harm. Lens was removed and another lens was implanted instead. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned. The device was returned in the blister tray inside the carton. The plunger lock and lens stop have been removed. The plunger is oriented correctly. Viscoelastic was observed in the device. The plunger was retracted to almost mid-nozzle. No damage was observed to the device. The lens was returned loose in the product carton. Viscoelastic was observed on the lens. One haptic is broken at the gusset area. The broken haptic was not returned. The gusset edge has torn areas. The nozzle was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause cannot be determined for the complaint of "lens would not advance". The sample was not returned in the reported condition. The lens was returned outside the device. Broken haptic damage was observed. The plunger was retracted upon return. The plunger position in relation to the broken haptic during advancement cannot be determined. The dfu instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger.a qualified viscoelastic was used. The manufacturer internal reference number is: (B)(4).